Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter organ perforation, stenosis, post-thrombotic syndrome and failed removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter organ perforation, stenosis, post-thrombotic syndrome and failed removal attempt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter organ perforation, stenosis, post-thrombotic syndrome and failed removal attempt. The patient reported becoming aware of inferior vena cava (ivc) perforation, migration, deep vein thrombosis (dvt), stenosis, post-thrombotic syndrome, blood clots, clotting and/or occlusion of the ivc, approximately seven years and eight months post implant, at which time the patient underwent an unsuccessful percutaneous removal procedure. The patient also reported kidney injury due to blood clots in the filter, lower extremity pain, groin pain, and anxiety related to the filter. According to the medical records the indication for the filter implant was massive bilateral pulmonary embolism, deep vein thrombosis, hypoxia and right ventricular thrombus. The filter was implanted via the right common femoral vein and deployed into the infrarenal area of the inferior vena cava (ivc). The patient tolerated the procedure as well as could be due to the critical condition, and there were no apparent complications, and the patient was returned to the ICU in critical condition. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implant. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Kidney injury was reported, due to the nature of the complaint the reported event could not be further clarified. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Filter migration is a known potential adverse event associated with all ivc filter implants, as listed in the IFU. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: health effect - clinical code: code 4440 was used for 'blood clots in filter .'

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism, deep vein thrombosis, hypoxia and right ventricular thrombus. The patient was in critical condition with massive bilateral pulmonary emboli at the time of filter implantation. The filter was implanted via the patient's right common femoral vein using the seldinger technique. The filter was placed into the infrarenal area of the inferior vena cava (ivc). The patient tolerated the procedure as well as could be expected under the circumstances of his critical condition. There were no apparent complications and the patient was taken to ICU in critical condition. Additional information received per the patient profile form (ppf) states that the patient experienced inferior vena cava (ivc) perforation, migration of filter other than to heart, deep vein thrombosis (dvt), stenosis, post-thrombotic syndrome, blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately seven years and eight months after the index procedure. The patient had an unsuccessful percutaneous removal procedure approximately seven years and eight months after the index procedure. The patient also experienced an kidney injury due to blood clots in filter, lower extremity pain, groin pain, psychological problems (anxiety/depression) and mental anguish related to the filter.